Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) malfunctioned. No harm reported.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). Due to characterization limit e1 event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.